Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that high capture thresholds due to lead dislodgement were observed. The lead was explanted and replaced. The patient condition was stable before, during, and post procedure.